Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that the patient received ten inappropriate shocks from the right ventricular (rv) lead due to noise. It was noted that the lead had high impedance. During the lead extraction the lead was damaged at the level of the lodge (friction of the case). The lead was not replaced. No further patient complications have been reported as a result of this event.